Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found a derailed grip cable at the distal idler pulley. Root cause of this failure is attributed to a component failure. Additionally, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed multiple times. The instrument was unable to clip onto the tubing during in-house testing. This failure is likely due to the derailed grip cable observed. A review of the instrument log for the large hem-o-lok clip applier 470230-12/n10210202 0058) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 17 uses remaining after the last procedural use. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier had a loose cable. Planned use of the instrument was discontinued. The procedure was completed with no reported injury.